Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade dulled and stopped cutting. The procedure was completed very slowly using the same device. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.